Manufacturer narrative:
The surgical microscope is out of service. An investigation of the complaint is currently underway and a follow up will be submitted should additional info become available following the investigation.

Event description:
On (B)(4) 2014, leica microsystems received a complaint stating that the mounting (interface fixation) between ceiling mount and the leica m525 c50 surgical microscope was defective. The surgical microscope was dismantled to prevent the surgical microscope from falling down.